Manufacturer narrative:
Company representative evaluated unit. Correction included replacing the breathing system and peep valve. Unit was calibrated and safety tested to factory specifications.

Event description:
Customer reported that the as3000 anesthesia system would not work in ventilation mode. No pt injury was reported.